Event description:
It was reported that the unit shuts off on its own. It was further reported that the unit flickers.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.